Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient had driveline communication faults, driveline disconnected, and pump off alarms. Log files were sent for review, and the event log captured 3 separate pump stop events on (B)(6) 2024. The first occurred at 2.46am and was the result of a driveline disconnect. The pump was off for 30 seconds. Following reconnection, the log files began to capture driveline communication faults and driveline power faults. A second pump sop occurred at 2:51am and lasted for 4 seconds. The data did not indicate what caused the pump to stop in this instance. The third and final pump stop occurred at 3am and was the result of a second driveline disconnect. This event lasted for about 6 minutes. It was reported that the patient had turned over and the alarms began, but then after tightening the wiring connections, the alarms stopped. Following this driveline disconnect, all alarmed cleared. There was no visual damage to the driveline, modular cable, or system controller. The patient had shortness of breath upon arrival to the emergency room. Follow-up log files were submitted for review on 21oct2024 and 22oct2024. The follow-up log files captured routine events and there were no notable alarm conditions or parameter changes after (B)(6) 2024.

Manufacturer narrative:
Section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: review of the submitted log files confirmed pump stops associated with disconnections of the driveline. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported shortness of breath could not be conclusively established. The submitted log files captured two driveline disconnects on 19oct2024, which caused the pump to stop. Following the reconnection driveline each time, the pump resumed operation at the set speed without issue. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 2 of the IFU, states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section that lists ways to reduce static electricity. Section 1 of the patient handbook warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 also contains a section that lists ways to reduce static electricity. Electrostatic discharge is included in the tables of this document. Section 2 of the patient handbook advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, and section 7 of the IFU, address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.